Manufacturer narrative:
Investigation summary : bd had not received any samples for investigation. Complaints for sample quality are under statistical control for the month of june 2025. At this time, further testing is not indicated. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (imprecise results-lipase) because the lot number is unknown. The affected lot/batch must be specified in order to perform clinical testing. Additionally, certain assays, in this case lipase testing, are not validated in bd clinical laboratory protocols. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure modes: erroneous results (lipase) and sample quality-oil gel globules. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn 56 units, an unspecified number of tubes are exhibiting oil gel globules which are being pipetted up into the roche cobas pure analyzer. This is also resulting in failed qc and precision tests for lipase. There was no health impact or consequences reported.

Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn 56 units, an unspecified number of tubes are exhibiting oil gel globules which are being pipetted up into the roche cobas pure analyzer. This is also resulting in failed qc and precision tests for lipase. There was no health impact or consequences reported.